Event description:
Boston scientific received information that this right atrial (ra) lead displayed high pace impedances, loss of capture and was not sensing. Further investigation found the lead to be fractured. As a result the lead was capped and a new lead was implanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead displayed high pace impedances and loss of capture. Further investigation found the lead to be fractured. As a result the lead was capped and a new lead was implanted. No adverse patient effects were reported.